Event description:
It was reported that patient had high blood glucose (bg) level which was treated with manual injection on (B)(6) 2026 and the current bg level documented was 361 mg/dl.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.